Event description:
The customer reported two procedures during which the single use distal cover came off of the duodenoscope and into the patient. The procedures were performed by two different physicians. Procedure 1: the distal cover was found to be missing upon withdrawal of the scope. The physician went back down with the scope to look for the distal cover and it was not found or retrieved. The physician is not certain there was a distal cover on the scope at the beginning of the procedure. There are no reported adverse effects to the patient as a result of this occurrence. The customer was unable to provide any further information when asked. Procedure 2: the distal cover came off the scope in the patient¿s upper esophagus. The physician was able to retrieve it successfully. There were no additional consequences to the patient reported. The customer was unable to provide any further information when asked. Case with patient identifier (B)(6) reports the distal cover used in procedure 1 (not retrieved). Case with patient identifier (B)(6) reports the scope used in procedure (not retrieved) . Case with patient identifier (B)(6) reports the scope used in procedure 2 (retrieved). Case with patient identifier (B)(6) reports the distal cover used in procedure 2 (retrieved).